Event description:
The customer reported being hospitalized with high blood glucose of 554mg/dl, and she was having trouble with bent cannulas, which caused her glucose level to rise. The customer was throwing up prior to his admission. The caller did not have a reservoir or infusion set and she will call back to continue testing. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.